Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified iliac artery. A 10x40x75mm epic(tm) vascular stent was deployed to treat the lesion. Then, a 9.0x20, 75cm mustang(tm) balloon catheter was advanced for post dilation, however, the device failed to cross the deployed epic stent and the tantalum marker at the proximal edge of the stent got slightly damaged inward. Another epic stent was then deployed in the lesion then and was post dilated successfully with another mustang balloon catheter. The procedure was completed. No patient complications were reported and the patient's status was good.